Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to high impedances. Therapy was turning off/auto reducing. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The reported ¿high impedance¿ was confirmed. Microscopic inspection of the returned lead found a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as the patient denies any falls, accidents or trauma prior to the reported event.